Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient experienced elevated blood glucose (bg) of 314 mg/dl with symptoms of excess urination, extreme drowsiness, extreme thirst and nausea associated with an inaccurate delivery. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose matched as programmed and the basal history matched the active basal program settings. Troubleshooting indicated that the pump was not calculating bolus dosages correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/16/2017 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box shows the last basal delivery occurred on (B)(6) 2017 at 17:37. The last bolus delivery occurred on (B)(6) 2017 at 13:06. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The ezbg-bolus feature and the ezcarb-bolus feature were found to be calculating boluses accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).